Event description:
In 2005 a medical center that uses an advia centaur immunoanalyzer reported that five troponin results were falsey elevated. In particular, one of the samples resulted in a troponin value of 0.48 ng/ml. The result was reported to the treating physician and the patient underwent a cardiac catheterization. Subsequent draws for the same patient resulted in troponin I values of <0.1 ng/ml. The other four falsely elevated troponin values did not result in patient interventions. A field engineer was sent to the site to inspect the instrument, he found a problem with a faulty aspirate probe pinch valve and replaced the faulty valve. The faulty pinch valve resulted in a reduced vacum which failed to aspirate any unbound material in the reaction cuvette which would lead to false elevation of results. After troubleshooting the field engineer confirmed that the instrument was operational and performing as expected. At this time this event is considered as an isolated event since maintenance records indicate these pinch valves rarely fail and need replacement. For medical device reporting purposes this event is considered closed.